Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, door 5.2 failed to close and became stuck. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, door 5.2 failed to close and became stuck. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.2 would not close. The field service engineer (fse) verified the issue and confirmed that main drawer 5.2 was not closing properly. The back of the drawer was inspected, and the center divider panel was found to be bulging and loose from the track. The plate was removed. It was determined that the drawer would need to be replaced with a new one to bring the device into compliance. The drawer was opened and closed multiple times to verify functionality. The system functioned as intended after the field service engineer repaired the device.